Event description:
It was reported that the device had a power on reset (por) approximately one month ago possibly due to the patient receiving radiation therapy. The device was reset and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there was one power on reset - power on reset parameters for a write to locked ram, addr=15ed, data=69 on (B)(4) 2012 and one patient alert for por on (B)(4) 2012.